Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital for a open heart surgery and a stroke. Customer also had low blood glucose readings of 37 mg/dl at the time of the admission to the hospital. Wife stated that the customer went low after coming back from the hospital and they believe the insulin pump is not delivering insulin and that the doctor stated that it was not reading. No further information reported.